Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument, cleaned tip clamps and sleeves. The instrument was repaired, tested without further problem and returned to expected operation.